Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown, though it was reported that the hernia was diagnosed prior to the start of pd therapy. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unknown date in the middle of the month prior, the patient was switched to hemodialysis therapy. At the time of this report, the event remains ongoing and the patient had not recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.